Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9e2611. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-28. Medical device lot #: 9g2311. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-30. Medical device lot #: 9a2411. Medical device expiration date: 2022-01-31. Device manufacture date: 2019-02-22. Medical device lot #: 9b2311. Medical device expiration date: 2022-02-28. Device manufacture date: 2019-03-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found with a bd vacutainer® safety-lok blood collection set. The following information was provided by the initial reporter, "fm on product" 9 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for non-biological foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to non-biological foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found with a bd vacutainer® safety-lok blood collection set. The following information was provided by the initial reporter, "fm on product". 9 occurrences were reported.